Event description:
It was reported that the dr was resecting a dural to pial fistula, that had been embolized with onyx. The dr employed a bovie (monopolar electrocautery) to resect the lesion closest to the surface. The bovie was reported to have heated the onyx to the point where melting and sparking was observed. No complications were reported to have occurred with the pt as a result of this event.

Manufacturer narrative:
Onyx is only indicated for use in brain arteriovenous malformations (bavms). Use of onyx in a fistula is an unapproved use of the device.